Event description:
On 4/1/1998, the facility's nurse informed the manufacturer's representative of the following: the patient was presented at the facility on 3/30/1998. Blood return was minimal and rust colored (not red as usual). The gravity drip appeared slow so the patient was repositioned. An x-ray prior to administering chemo demonstrated proper placement of the device catheter. The patient requested the nursing staff to reaccess the device to assure placement was ok, no problems were encountered. However, upon flushing the device with normal saline, a localized edema was noted above the device site. The patient was returned to x-ray. Dye was injected; however, the radiology tech did not see dye in the reservoir. As a result, the device was scheduled for explant on 4/20/1998. No further details were provided at this time.

Manufacturer narrative:
On 04/29/1998, the device and a facility medwatch report # 1998-0001 were returned to the MFR. The medwatch report states the following: pt seen in the oncology clinic on 03/30/1998. The device was leaking and not working. On 04/24/1998, the pt was at the hosp for removal/replacement of the device as an outpatient. The pt was admitted to the hosp intensive care unit post op with chest pain. A ventilation quantitation scan demonstrated a low probability of pulmonary embolus. On 04/25/1998, the pt was discharged from the facility. The device with 5 1/2" attached catheter have been analyzed as follows: visual and microscopic examination of the device septum showed normal usage with no internal damage. The 5 1/2" attached device catheter revealed a slit/cut approximately 1/16" from the device bayonet lock. The damage seen appears to have been introduced by a sharp object such as a blade. The device/catheter was patent with no resistance felt when flushed with 5cc of sterile water. A leak was noted at the damaged area of the catheter when the device/catheter was pressurized with air and fluid. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR's analysis of the device, the report that "the device was leaking/not working" has been confirmed. The slit/cut in the device catheter approximately 1/16" from the device bayonet lock appears to have been the cause of this event; however, how the slit/cut determined by the MFR's analysis. Therefore, the MFR's investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event. Submitted to the FDA on: 05/05/1998.